Manufacturer narrative:
H3 other text : product not available for return.

Event description:
It was reported that blade broke during a total joint procedure (both nubbins broke off ) and they found one piece in the joint.